Manufacturer narrative:
The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: water or moisture invaded into the scope, leading to the image sensor unit, and the internal circuit board of the connector broken. A definitive root cause cannot be identified. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "important information ¿ please read before use". Warnings and cautions: caution. ·do not touch the electrical contacts inside the electrical connector. Ccd damage may result. ·turn the video system center cv-150 off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the video system center cv-150 on or off only when the videoscope cable is connected to both the video system center cv-150 and the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. 3. 6 inspection of the endoscopic system. Inspection of the endoscopic image. 4. While observing the palm of your hand, confirm that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image does not momentarily disappear or displays any other irregularities. Chapter 5 troubleshooting: if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿ on page 55. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿ on page 58." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on follow up with the customer (b5). Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 15 nov 2024.

Event description:
The issue was found during inspection of the imaging system and no patient was involved.